Manufacturer narrative:
(B)(4). Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke.

Event description:
It was reported that during an unknown procedure, the clips were malformed in the shape of arabic numeral 8. The clips could not close the vessels and there was bleeding. Suture was used to complete the case. The patient is in stable condition. The device was discarded.